Manufacturer narrative:
Since this is a disposable single-use device, the patch is unavailable for evaluation and analysis. The lot number was not provided from the reporter to conduct trend analysis. This report is below the threshold of the FDA's requirements for mandatory reporting of adverse events involving medical devices as there is no evidence that use of the product resulted in serious adverse health consequences. Instead, our investigation has determined that the patient experienced temporary or medically reversible adverse health consequences. Accordingly, the MDR is being submitted as a voluntary and proactive measure by the manufacturer to enhance product safety and pharmacovigilance.

Event description:
Consumer claimed that product caused a burn to develop after use for leg cramp. Burn became infected; went to a physician and received antibiotics therapy. Approximately 1 week later, burn had not healed, so sought treatment from burn specialist. Burn has healed, and reportedly has a permanent scar.